Manufacturer narrative:
On 30-nov-2020, mentor received additional information about the event. The patient developed a hematoma on her right breast. The hematoma was treated on (B)(6) 2020. On 10-dec-2020, mentor received additional information about the event. During a right breast capsulotomy performed on (B)(6) 2020, it was discovered that the breast prosthesis was intact. The surgeon re-implanted the device which is contraindicated in the IFU. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2023, mentor received additional information about the event. H6 medical device problem code off-label use (a2304) was replaced with use of device problem (a23). The patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2021. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade iii/IV capsular contracture in her right breast. The capsular contracture was diagnosed during an office visit. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified mentor gel breast prosthesis on (B)(6) 2020.